Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto w/ht device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and observed visible foam particles inside the blower kit, as well as blower foam degradation. Additionally, the service technician noted dust contamination. The device was scrapped by the service center after the evaluation was completed.